Event description:
A patient safety report has been received at mountain home regarding the incorrect positioning of unit markers on a bd safetyglide insulin syringe 3/10ml 29g x ½ (0.33mm x 13mm). The incorrect positioning may lead to incorrect dosing. Please see the illustration below. Because the product packaging was not retained for this event placed in jpsr, the exact lot number for the affected syringe cannot be determined. At this time, only one report of this issue has been received at our facility, and this safety concern will be shared with the visn patient safety officer, the manufacturer, and the national center for patient safety. A visual inspection of the syringe while in the outer wrap will not reveal this problem because the syringe plunger must be pulled back to see the markers on the syringe barrel.